Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
During t2 ph surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail. The surgeon did the drill once again, but the result was same. Therefore the surgeon used the radiolucent drill for drill of distal screw hole of the nail. New information: the function of target device was checked with the sample nail. There were no problems with the function of device.

Manufacturer narrative:
Device will not be returned as the device remains implanted. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
During t2 ph surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail. The surgeon did the drill once again, but the result was same. Therefore the surgeon used the radiolucent drill for drill of distal screw hole of the nail. New information: the function of target device was checked with the sample nail. There were no problems with the function of device.